Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. The device was reprogrammed. No further issues were reported.